Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector n35-o leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 515052, batch no: 1907105. Event description per sfdc pir states: in room (B)(4), bd pharm tech and I were educating nurses during a discontinuation or conclusion of a chemo infusion. Rn noted, and questioned both of us regarding visualizing a drop of fluid during disconnect on the connector. Of note is that this infusion set up had been up for 26 hours. The infusion was a secondary set up of carmustine going into a kvo line. Was notified, and told me to inform you of probable lot numbers from pharmacy- as they should be the same as our samples for teaching in that unit. Clinician visualized a drop of fluid during disconnect on the connector.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1907105, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed, penetrating the injector ten times to verify if any leaks occur. Testing was reviewed for injector lot 1907105, all results were found to be within specification. Five retained samples of the same lot were used for additional evaluation. Functional testing was performed, penetrating the injector ten times, all results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Considering that per event description it is stated that the infusion exceed 24 hours, a misuse of the device may be considered as the root cause of the incidence reported. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that injector n35-o leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 515052. Batch no: 1907105. Event description per sfdc pir states: in room (B)(6), bd pharm tech and I were educating nurses during a discontinuation or conclusion of a chemo infusion. Rn noted, and questioned both of us regarding visualizing a drop of fluid during disconnect on the connector. Of note is that this infusion set up had been up for 26 hours. The infusion was a secondary set up of carmustine going into a kvo line. Was notified, and told me to inform you of probable lot numbers from pharmacy- as they should be the same as our samples for teaching in that unit. Clinician visualized a drop of fluid during disconnect on the connector.